Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in europe, during a transfemoral tavr procedure in the aortic position, while pulling back the flex shaft, the valve moved aortic on the balloon and was not between the markers anymore. It was decided to deploy the valve regardless of not being between the markers as there was no other option. During inflation, the balloon was pulled back in order to fully inflate the valve but the valve had not anchored enough in the annulus and embolized into the aorta. The valve was pulled back and deployed in the abdominal aorta. The devices were prepared as per IFU without any problems. The esheath was inserted and the valve was pushed through the esheath with normal resistance. The valve alignment was performed successfully, although there was severe tension on the system, and the valve was positioned in the annulus. Then while pulling back the flex shaft, the valve moved aortic on the balloon and was not between the markers anymore. It was decided to deploy the valve regardless of not being between the markers as there was no other option. It was planned to inflate the valve slowly and once the valve opened more towards ventricle to pull back the balloon slightly and subsequently inflate the proximal part of valve. However, this did not work as planned. The valve was inflated slowly and it opened asymmetrically, more towards the ventricle side. The balloon was pulled back in order to fully inflate the valve but the valve had not anchored enough in the annulus and embolized into the aorta. The valve was pulled back and deployed in the abdominal aorta. As the patient remained stable, a second 29mm sapien 3 valve was prepared. The esheath remained in the patient and the new valve was pushed through without problems. Then while performing the valve alignment, tension was noted in the delivery system and the delivery system seemed to flex although the flex wheel was not turned and still in default position. The gross alignment could only be done under heavy resistance and the fine alignment did not work properly either. The valve could not be brought between the markers. Despite of this, the valve was positioned in the annulus and the flex shaft was pulled back to the second marker. Although the valve was not exactly between the markers, it was attempted to implant the valve. Again, the valve opened asymmetrically. The valve moved ventricular and embolized into the ventricle. A transapical access was prepared and the embolized valve in the ventricle was recovered through the apex and afterwards a transapical sapien 3 valve was successfully implanted. The patient was stable in ICU post procedure. Note: this report pertains to the first delivery system used.

Manufacturer narrative:
Related mfgr report numbers: 2015691-2017-02439, 2015691-2017-02440 and 2015691-2017-02441.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The device underwent visual and functional analysis. During visual analysis, gouges were observed on the flex tip face; location and directionality of gouges suggest valve diving occurred during the procedure. No other abnormalities were observed on the delivery system. Functional analysis was performed. The device was returned used, with the balloon unpleated and unfolded after being fully expanded during the procedure. As a result, full fine adjust could not be used with the delivery system at the valve alignment position due to interaction between the large balloon profile and the flex tip. However, full fine adjust could be used when the flex tip was off the balloon, indicating that there were no issues with the fine adjust mechanism itself. Full flex was able to be performed as well, without any issue observed. Dimensional testing was not performed. No issues were encountered during functional testing and no dimensional non-conformance's that would have contributed to the complaints have been found previously, and the failure mode has been investigated with determined root cause(s) that do not relate to a dimensional non-conformance. During the manufacturing process, the delivery system undergoes multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for ¿delivery system ¿ valve movement on balloon¿ was confirmed. A review of complaint history suggests that patient or procedural factors may have contributed to the reported valve movement on balloon. Performing valve alignment at a bend or angle (such as in a non-straight section of the aorta) can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can create tension in the system in order to achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment. This was recreated in a previously performed engineering study as well. As noted during visual inspection, the location and directionality of the gouges on the flex tip face suggest that valve diving may have occurred. Additionally, as noted during imagery review, the aorta was curved and valve alignment may have been performed in a non-straight section of the aorta. The high alignment forces could have resulted in the buildup of tension in the system as the valve approached the native annulus. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. The following patient/procedural factors could also have contributed to the valve movement on balloon during retraction of the flex tip: 1) residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve) 2) incomplete valve alignment/fine adjustment of the valve on the balloon while in the straight section of the aorta would result in the valve appearing to not be properly aligned once changing views to visualize the native annulus. Non-perpendicular viewing angle while performing the valve alignment would be most likely contributing factor to this scenario. As such, the root cause for the reported events can likely be attributed to patient and/or procedural factors. No manufacturing or IFU/training inadequacies were identified. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. Review of complaint history for the month of july 2017 revealed that the occurrence rate exceeded the control limit. As such a correction and preventive action assessment has been initiated.